Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
The surgeon reported having to suture cases when this blade was used. Additional info has been requested.